Event description:
Patients presented for novasure ablation, during the procedure the cavity assessment would not confirm. A second impendance controlled endometrial ablation kit was opened and the procedure continued. This happened on 2 patients. The rt controller was not removed from service per protocol. It was used on another patient without incident.